Event description:
Received a call from pt's nurse, at 4:30pm, who was told by pt that their bag containing 5-fu went dry at 10:00 am that morning. The infusion was started at 4:30pm four days ago and was to infuse for 96 hrs. Confirmed with rn that the rate of pump was programmed to infuse at 1.5ml/hr. Rn contacted md and notified him of this and that PICC was leaking and received orders to remove PICC line.